Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was unable to verify any issues with the ventilator during testing and evaluation.

Manufacturer narrative:
This device was received in house with a vyaire medical authorized service technician. The unit is currently in the process of being examined, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit alarmed when the temperature probe fell out of the circuit and caused a leak. The customer called 911 and had the patient taken to the hospital. It is unknown if there was any patient harm associated with this complaint and there was no report of delivered ventilation being affected, however, the customer would like to have the unit investigated for proper operation.